Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. The device deployed well. A large hematoma of unknown size developed approximately five minutes after deployment and five minutes of manual pressure. There was no reported patient injury. The procedure was a renal artery angiogram for renal artery stenosis. A 5f non cordis sheath was used. The puncture site was the right common femoral artery (cfa), with stick location in mid-right femoral head/mid right cfa. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient's inr was not elevated. No heparin was used during the procedure. Eleven (11) sterile mynxgrip vascular closure devices 5f from lot f2425501 and catalog number mx5021 were returned for evaluation. Ten (10) units were received in their original packaging and sealed pouches, while one (1) unit was received in the original sealed pouch but not stored under controlled temperature conditions. A sample is required for sterile units. The sample size was determined, resulting in a 100% inspection of all received units. During the visual inspection, all units were unpackaged and checked for damages or anomalies that might have contributed to the reported failure, but no damages or anomalies were observed on the returned devices. Simulated deployment and inflation/deflation tests were performed on all sterile units received. The shuttle cartridge was able to be advanced and retracted to the black handle without issue, as per the mynxgrip instructions for use (IFU), confirming successful sealant deployment for all units. The advancer tube was properly engaged with the proximal tamp lock. During the evaluation, the balloon of all sterile units was fully inflated, and the pressure was maintained. The balloon inflated and deflated correctly, with the inflation indicator functioning as intended, in accordance with the mynxgrip instructions for use (IFU). The adverse event reported by the customer as "haematoma" could not be confirmed due to the nature of the adverse event, which is not related to the product's functionality. Additionally, based on the provided information, investigation, and the reported failure reported as "sealant - failure to achieve hemostasis," was not confirmed, since the used device was not returned for evaluation. However, eleven (11) sterile units were returned for evaluation. A visual inspection of all received sterile units revealed no damages or anomalies that could have contributed to the reported failure. Additionally, simulated deployment and inflation/deflation tests were performed on all sterile units, demonstrating that the devices functioned as intended according to the mynxgrip instructions for use (IFU). All sterile units analyzed from lot f2425501 performed correctly. As a result, the exact cause of the reported failure and adverse event could not be conclusively determined. With the information provided, and with no procedural films, the cause of the reported event could not be determined. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. The device deployed well. A large hematoma of unknown size developed approximately five minutes after deployment and five minutes of manual pressure. There was no reported patient injury. The procedure was a renal artery angiogram for renal artery stenosis. A 5f non cordis sheath was used. The puncture site was the right common femoral artery (cfa), with stick location in mid-right femoral head/mid right cfa. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient's inr was not elevated. No heparin was used during the procedure. The device will not be returned for evaluation, but fourteen sterile devices will be returned.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. The device deployed well. A large hematoma of unknown size developed approximately five minutes after deployment and five minutes of manual pressure. There was no reported patient injury. The procedure was a renal artery angiogram for renal artery stenosis. A 5f non cordis sheath was used. The puncture site was the right common femoral artery (cfa), with stick location in mid-right femoral head/mid right cfa. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The patient's inr was not elevated. No heparin was used during the procedure. The device will not be returned for evaluation; fourteen sterile devices were expected, but only eleven devices were received.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.